Event description:
Customer reported a past event of low blood glucose, with the lowest level reaching 45 mg/dl. Cause was not known. The customer treated the low blood glucose by consuming glucose tablets and was advised by technical support to consult their healthcare provider to discuss potential factors influencing their blood glucose levels.